Event description:
The customer reported to olympus, the video system center is not generating an image. This issue occurred prior to an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device has not been returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and the device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. The device was returned, and an evaluation was completed for it. During inspection, the reported event was confirmed. Additionally, non-reportable event was found: software. Based on the results of the investigation, the root cause for the events was not determined. Olympus will continue to monitor field performance for this device.